Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes reappear, which the caller acknowledged and understood.